Event description:
It was reported that a patient underwent a cardiac ablation procedure with vizigo sheath. The valve of vizigo sheath cracked and broke during use. No patient consequence. Additional information was received which indicated that the hemostatic valve did not dislodge inside nor outside of the hub. The brim cap and the hub did not detach from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. In addition, confirmed that there was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-apr-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with vizigo sheath. The valve of vizigo sheath cracked and broke during use which was assessed as MDR reportable for a hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-may-2026 observed the three-way valve was found broken with a small crack on the surface. The bwi product analysis lab became aware of the three-way valve broken with a small crack on the surface on 05-may-2026 and have also assessed this returned condition as reportable. . The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, back pressure test, and microscopic examination of the returned device was performed following j&j procedures. Visual inspection revealed that the three-way valve was found broken with a small crack on the surface. No visible damage on the hemostatic valve was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, a back pressure test was performed and the device failed the test, due to the crack on the side port surface. The damage observed could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. From the side port only, aspirate all air prior to fluid infusion. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).